Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: boston scientific corporation was notified by the customer of this event. During the procedure while pulling the guidewire out of the catheter, the coating was stripping off the wire. It was decided by the physician to pull out the wire and to use another one. The patient remained stable throughout the procedure.

Manufacturer narrative:
The guidewire was returned to boston scientific for evaluation. The wire was removed from the pouch and visually examined, two kinks were observed in the proximal ptfe coated end of the wire with some of the ptfe coating missing between 31cm-42cm and 68cm-77cm inferior to the proximal end of the wire. The first kink was observed approximately 42cm inferior to the proximal end of the guidewire and the second kink was approximately 130cm. The torque device was not returned with the device. A device history record (DHR) review was performed which showed no unusual events in the assembly of this product or abnormal factors for the utilized materials. The product failure was confirmed through a visual examination that confirms the ptfe coating was peeling. Simulated lab testing confirmed that similar results could be achieved, through not properly tightening the torque device to the wire and adding resistance in the wire. It was also evident that bending/kinking and peeling of the coating occurred in the wire which, typically can occur from sheering forces of not properly securing the torque device to the guide wire in combination with an overly aggressive technique or that an other unknown instrument were used on the guide wire for unknown reasons. The dfu instructs the user to tighten the torque device to the wire, the dfu also warns the user to never torque the wire when resistance is met and that excessive force may result in damage to the guidewire. It seems that this incident occurred from resistance met during the procedure and torque was applied to a torque device that was not tightly secured to the wire.